Manufacturer narrative:
H10, h3, h6: the device was being used during treatment and the log files were returned for evaluation. The DHR was reviewed for software version (rc-6103) and it has been validated. A complaint history review found a total of 25 complaints of the reported issues and will continue to be monitored. The relationship of the device and the reported event has not been established. The log files were returned for evaluation. No problem reported or found with the case. Therefore, the root cause of the issue was no problem found.

Event description:
It was reported that during uka case, doctor completed the tibia free collection. Noticed the continue button did not light up to move forward with planning, so added a couple more points to the mesh. When this happened, the screen immediately went black and shut off. Navio was rebooted, doctor hit resume operation in the same case, and then had to re-register and start over.